Event description:
It was intended to use an integrity 3.00 x 30 mm bare metal stent to treat a lesion in the rca vessel. During advancement of the device resistance was noted. It was reported that this stent became deformed during positioning in the patient. Another integrity 3.00 x 22 mm rx bare metal stent was also intended to be used during the procedure. This stent also encountered resistance and became deformed during positioning in the patient. The lesion was pre-dilated and 2(two) integrity devices were successfully implanted in the patient. No patient injury or clinical sequelae were reported for this event.

Event description:
Additional information: the vessel was described as having some calcification and tortuosity present.

Manufacturer narrative:
Evaluation results: (root cause could not be identified). No results available since no evaluation was performed (device or procedural images were not returned for review). Evaluation conclusions: (root cause could not be identified). Unable to confirm complaint (device or procedural images were not returned for review). (B)(4).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Related to operational context (calcification, tortuosity and resistance in vessel). Evaluation conclusions: inherent risk of procedure (stent deformation). Operational context caused or contributed to the event (resistance encountered).